Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: there was moisture visible behind the display lens and there was a display lens leak found during testing. The pump booted to the verify screen with a dim discolored contrast. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. There was moisture corrosion visible on the internal components when the pump cover was removed. Unrelated to the complaint, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was moisture in the display lens, the display screen was dim, and there was moisture corrosion inside the pump. This report is made based on results of investigation completed on 11/11/2013.